Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the yellow wrench and green power indictors flashing on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6) was evaluated by service depot and product performance engineering alongside known working test heartmate equipment. The returned mpu was connected to ac power and upon powering on it was observed that the yellow wrench indicator and green power indicator would flash on and off, confirming the reported event. The returned mpu was then disassembled to inspect the internal components revealing that the unit had a nonconforming capacitor on the power supply printed circuit board assembly (pcba), which would result in the reported event. The reported event was determined to be due to a nonconforming capacitor on the mobile power unit power supply pcba. A corrective action was initiated to investigate this issue. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6)2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device is included in the heartmate mpu capacitor issue field action issued by abbott on 28feb2025. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d6a: this field was inadvertently populated in the initial report; the device is not implanted. Section g4: PMA # corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the yellow wrench and green power indictors flashing on the mobile power unit (mpu) was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated by service depot and product performance engineering alongside known working test heartmate equipment. The returned mpu was connected to ac power and upon powering on it was observed that the yellow wrench indicator and green power indicator would flash on and off, confirming the reported event. The returned mpu was then disassembled to inspect the internal components revealing that one of the capacitors on the power supply printed circuit board (pcb) was compromised. This capacitor being compromised would result in the reported event. The root cause of the reported event was determined to be due to a compromised capacitor on the mpu¿s power supply assembly. A manufacturing task has been opened to further investigate this issue. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 14jun2024. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient was at home when the mobile power unit (mpu) gave a flashing yellow wrench and flashing green power button. There were no audible alarms. The mpu was replaced. No log files were available as they were not downloaded. The patient was not on the mpu at the time of the event. Pump function was not impacted, and there was no adverse patient impact. The product was to be returned.